Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. Two days after the event onset, the patient was hospitalized and was treated with vancomycin injection (1gm, per day, ongoing), ceftazidime injection (1gm, per day, ongoing) and meropenem injection (1gm, per day, ongoing) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. No additional information is available.